Event description:
It was reported that since (B) (6) 2009, the pt has had volume fluctuations and he can also hear a motor type sound. Since may (B) (6), the pt can no longer understand the sound from the tv and since a week ago he can no longer understand speech on the telephone. He now depends on lip reading. Testing confirmed that the device has malfunctioned. The pt is due to be re-implanted on (B) (6), 2009.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.